Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with redness, drainage, infection, and a foul odor underneath the entire patch area. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient consulted with a doctor and was given a prescription for oral cephalexin. Patient¿s condition was good at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.